Event description:
The customer stated that her blood glucose readings have been higher than usual. She tested her glucose using her breeze2 meter and received a reading of 119 mg/dl. She retested using another meter and received a reading of 54 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.